Manufacturer narrative:
An evaluation of the suspect device revealed no irregularities. All dimensional features were found to be within print specifications. The targeting needle used for surgery was an 11g needle which is a standard size used for spinal mis surgeries. There was no information provided on the patient age, bone quality, or any prior treatments such as chemotherapy; which would facilitate in understanding if any of these factors caused such as a failure mode. Repeated attempts by the alphatec compliance department to obtain additional patient information were unsuccessful. Thus unknown clinical factors/circumstances related to either the patient and/or procedure caused the reported event.

Event description:
Five separate targeting needles failed while attempting to implant an illico posterior fixation system. One (1) became stuck in the bone and was removed through many attempts and great effort by the surgeon using vice grips. Four (4) would not penetrate bone deep enough and bent/deformed. Screws and rods to lock down the interbody could not be implanted resulting in an incomplete procedure.

Manufacturer narrative:
One of the five suspect devices has been returned and is currently being evaluated. A follow-up reported with results of the investigation will be submitted upon completion. The targeting needle is a sterile, single use instrument intended to facilitate access into the vertebral body.